Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluid was processed using vitros ipth reagent lot 1590 and lot 1621 when tested on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluids using an alternate lot of vitros ipth. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lots without performing any actions to the vitros xt7600 integrated system. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluid was processed using vitros ipth reagent lot 1590 and lot 1621 when tested on a vitros xt7600 integrated system. Vitros ipth lot 1590. Mas level 1 lot 21111a result of 11.52 pg/ml versus the expected result of 18.35 pg/ml. Vitros ipth lot 1621. Mas level 1 lot 21111a results of 11.11 and 12.70 pg/ml versus the expected result of 18.35 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).